Manufacturer narrative:
(B)(4). Correction: this incident is a duplicate of MFR #2024168-2015-05811. As this is a duplicate report, the device investigation and unique identifier number will be reported under MFR #2024168-2015-05811.

Event description:
Subsequent to the initial medwatch report filed, during a case review it was found that this report is a duplicate of an incident that was previously reported under MFR #2024168-2015-05811.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr and during the tavi procedure the sheath was upsized to 18fr. Reportedly, the plunger was retracted and either no suture or only the white suture was visible. A second proglide device was used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.